Event description:
The micro oscillating saw was returned for service. Upon eval at the MFR by a MFR's service technician, it was found to run without user activation. There was no pt involvement, and no user injury or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.